Manufacturer narrative:
(B)(4). Date sent: 7/24/2020. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2020. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No, aes. Is the white tissue pad completely missing from the clamp arm of the device? Yes, the withe tissue pad was completely missed from the clamp arm of the device.

Manufacturer narrative:
(B)(4). Batch # t94l17. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during the use of harmonic harh23 the white pad detached without any reason. The device was used for 10 minutes. The device was sanitized and kept in the hospital operating room. Procedure was successfully completed.